Event description:
Reportedly, loss of sensing was recorded during the implantation attempt procedure. The lead was not implanted and a new one was used.

Manufacturer narrative:
Correction : d10: device available no (the device was not returned) h3: device evaluated by the manufactured : not returned to manufactured investigation summary: analysis of the manufacturing record does not present any product rejections during the manufacturing process nor deviations that could result in the reported incident. As the lead was not returned for investigation, the cause of the reported electrical issue during the implantation attempt could not be determined. No further investigation could be performed. This case will be retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, loss of sensing was recorded during the implantation attempt procedure. The lead was not implanted and a new one was used.